Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 167 troubleshooting could not be completed as the customer's mother did not have the insulin pump with her. The mother was advised to complete a set change as soon as possible for the customer. No additional information provided.